Event description:
The contact stated that the surgeon attempted to implant a aa4203tl toric silicone lens. The lens was stuck in the cartridge prior to insertion into the eye. No pt contact or injury. It was unk what caused the lens to be stuck in the cartridge. The injector model that was used was an msi-p, contact was unable to rpovide the lot number and the cartridge model that was used was an mtc60c fp, lot number